Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator, the unit displays xdcr fault (transducer fault) and vent inop (inoperable). The customer reported the event error log shows xdcr fault occured. After performing transducer calibrations. The customer reported the exhalation differential pressure transducer failed. The customer reported no patient involvement is associated with the event.